Event description:
A 28mm x 16mm diameter x 16.5cm length aneurx bifurcated stent graft was inserted for the treatment of an abdominal aortic aneurysm in 2001. The pt's iliac vessel morphology and aneurysm sizing are unknown. It is reported that during deployment of the stent graft the black ring retracted half way but the proximal end of the sheath did not come down over the stent graft. The physician removed the stent delivery system from the pt and noted the slide ring was broken. A 26mm x 15mm diameter x 16.5cm length bifurcated stent graft back up device was deployed without incident. It is reported that the pt has a proximal endoleak, however there is not enough room for an aortic extension cuff to be placed. The physician decided to monitor the pt and future treatment would be determined.